Event description:
It was reported that a patient enrolled in the magnum m2a study underwent a total right hip arthroplasty on (B)(6) 2009. During post operative monitoring and testing, a loose acetabular component, pain, heterotopic ossification, low grade cellulitis and a limp was revealed. No revision procedure has been indicated.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, excessive weight, and/or excessive unusual and/or awkward movement and/or activity. " and "intraoperative or postoperative bone fracture and/or postoperative pain." And "periarticular calcification or ossification, with or without impediment of joint mobility. " this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-01288 /-01289).